Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen prolong lps-flex articular surface, catalog #: 00596203010, lot #: 63351799, nexgen lps-flex femoral component, catalog #: 00596801451, lot #: 63521467. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00486, 0001822565-2018-03259. Product location unknown.

Event description:
It was reported that the patient was revised to address loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned products identified bone cement remained on the tibial component. Nicks were also noted on the proximal face of the tibial component. The articular surface had wear on the component backside. Gouges were noted on the articular surface on the femoral component bearing sections. Root cause was unable to be determined. Device history record was reviewed and no discrepancies relevant to the reported event were found. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.